Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the software and instruments were functioning normally. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the site had the exit one time.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was becoming unresponsive and exiting relatively consistently. This reported outside of a case and there was no patient present when this issue was identified.